Event description:
The pt reported charging issues between the implant and external equipment shortly after having a surgery on her neck. The pt was re-implanted with a new boston scientific neuromodulation corporation spinal cord stimulator.